Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. (B)(4).

Event description:
A procedure was completed with a coronary csi orbital atherectomy system, and there were no complications observed during the procedure or by imaging following the procedure. Seven (7) hours post procedure, the patient coded, and a perforation was observed in the left main coronary artery. The perforation was treated with a covered stent. The patient did not recover hemodynamically and later expired.